Event description:
The customer reported that during a patient procedure, using a glidescope avl system, the picture was intermittent depending on the position of the glidescope spectrum smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however, at the time of the report the device has not been received by verathon.